Manufacturer narrative:
Device manufactured between june 03, 2018 to june 04, 2018. The device was received for evaluation with a circle marked in front of the bag of the alleged leak. Magnified inspection observed a small hole in front of the bag. Functional testing revealed a leak from the front of the bag where the 'x pht dehp' symbol was located. The reported condition was verified. The direct cause of the condition was due to the hole in the bag. The cause of the hole in the bag was due to the ink stamping process during manufacturing. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva tpn bag was leaking from an unspecified location. The leak was noted prior to administration. There was no patient involvement. No additional information is available.